Event description:
Dealer states: "the adjustment screw on the power elevating legrests (both sides) was backing out causing the legrests to drop down. The dealer applied (B)(4) to the adjustment screws to secure them. They have had no problems since.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4). The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Adjustment screws were backing out causing the leg rests to drop. Dealer corrected the problem. Consumer has had no issues since.